Manufacturer narrative:
The insulin pump was received with failed battery test alarms after battery change due to corroded battery tube. All of the buttons functioned properly, no button error alarm or moisture damage on keypad traces, under lcd screen, electronic assembly or motor noted. The keypad connector was fully locked. The device had cracked case at display window corner, battery tube threads, and reservoir tube lip. (B)(4).

Event description:
Customer reported via phone, she went into a whirlpool with the insulin pump on. Customer doesn't recall her blood glucose level. Troubleshooting was performed and it was found the act button wasn't responding. Self-test was not performed due to keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.